Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the ipg replacement surgery (reference MFR. Report#: 1627487-2015-07462), the intra-op testing revealed invalid impedance readings on all lead contacts. As a result, the physician also explanted and replaced the patient's lead. The procedure was extended by 20 minutes. The patient reported effective stimulation coverage postoperative and the issue is now resolved. Please note: the event date is unknown.